Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. The pump history file lists 191 boluses on the event date, 2/29/2024. Please see below for the first 10 boluses listed on the event date, 2/29/2024: 02/29/2024 00:04:00.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:08:57.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:13:57.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3. 02/29/2024 00:18:55.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:23:56.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3. 02/29/2024 00:29:10.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:34:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:39:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3. 02/29/2024 00:44:10.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275 bolusamountdelivered = 0.275. 02/29/2024 00:49:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3. Please see below for the daily total of all insulin delivered on the event date, 2/29/2024: 03/01/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 02/29/2024 00:00:00.000. Dailytotalofallinsulindelivered = 51.8. Dailytotalofbasalinsulindelivered = 44.8. Dailytotalofbolusinsulindelivered = 7. There were no auto suspend events on the event date, 2/29/2024. Please see below for the user suspend events on the event date, 2/29/2024: 02/29/2024 08:55:49 insulindeliverystopped eventtype = 30, reasonforinsulindeliverysuspension = user suspended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 49 mg/dl at the time of the event. The customer was treated with eating. Troubleshooting was performed, pump was over delivering and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.